Manufacturer narrative:
Patient age and birth date not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the representative emailed regarding a spinous process clamp with a stripped screw. Another instrument was used instead. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.